Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion of the device due to misuse/use error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-3638ds fibertak disposables straight kits drill was not advancing into the bone. The surgeon had a hard time getting the drill started and felt like it was not removing any bone. This was discovered during the case with no patient harm.